Event description:
It was reported the single use lumen sphincterotome had a knife breakage during energization. The issue occurred during a therapeutic endoscopic sphincterotomy procedure that was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.